Event description:
A (B)(6) male underwent an abdominal aortic aneurysm in 2011 in (B)(6). On (B)(6) 2013 the patient was admitted through another facility's emergency department with abdominal pain. A CT scan was performed and the patient was found to have a type ia endoleak. The physician decided it was symptomatic of the endoleak and requiring immediate treatment. The patient was moved to the operating room where components placed by the initial physician were explanted and the patient was successfully converted. The iliac grafts were not explanted.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.